Event description:
Reporter indicated that the pt has experienced approx 3-4 seizures per week over the past two weeks. It was also reported that the pt experienced approx 1-2 seizures per week prior to the increase in seizures. Investigation to date has been unable to determine if the increase in seizures if above the pt's pre-vns baseline frequency.